Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was abscess. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Patient reports "breast abscess" and "completely taken with pus". This record is for the left side. The device remains implanted.